Event description:
During cardiac catheterization, monitor screen did not coordinate with pa tracing. An emergency aortic balloon was inserted because pa pressure was interpreted to be higher than it was.